Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump produced an alarm indicating that it would not run. The pump also produced an alarm indicating that no disposable was attached. No patient injury or complications were reported in relation to this event.